Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: on (B)(6) 2019 the patient underwent implant of humeral nail and variax plate. On (B)(6) 2019 the variax plate was removed. On (B)(6) 2020 the patient visited the hospital and found out that the distal part of the humeral nail which had been implanted in 2019 was broken. Additionally reported: the reporting surgeon¿s comment: calligraphy was made, and the clinical course was progressed in a good direction. There was a possibility that the patient did not keep at rest. But the patient stated that he kept at rest, and thus the cause was unknown. The revision (re-fix of the broken nail) is scheduled on (B)(6) 2020.

Event description:
It was reported: on (B)(6) 2019 the patient underwent implant of humeral nail and variax plate. On (B)(6) 2019 the variax plate was removed. On on (B)(6) 2020 the patient visited the hospital and found out that the distal part of the humeral nail which had been implanted in 2019 was broken. Additionally reported: the reporting surgeon¿s comment: calligraphy was made, and the clinical course was progressed in a good direction. There was a possibility that the patient did not keep at rest. But the patient stated that he kept at rest, and thus the cause was unknown. The revision (re-fix of the broken nail ) is scheduled on (B)(6) 2020.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received nail was completely broken in the web at the upper medio-lateral hole in the distal part of the nail. Severe plastic deformation of the breakage surface is evident due to constant rubbing. Several explantation marks can be seen around the hole and inside it as well. The deformation is so severe that actual cause of the breakage could not be identified. The fracture surface which is plastically deformed does not allows its evaluation. No significant drill marks could be observed on the inside part of the hole. The two distal most holes on the a/p view exhibit bearing marks of screw, indicating towards high axial load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Due to inadequacy of relevant patient information like activity level, height/weight and more importantly x-rays, it is difficult to determine the exact root cause of the breakage. The breakage surface is severely deformed and surrounding areas have been tampered during explantation which made breakage evaluation difficult. Therefore, based on the above facts an exact root cause of the failure could not be determined. Although, plastic deformation of breakage surface and bearing marks on the distal holes indicate constant high axial loads and the fact that the patient required replacement of nail, the most probable cause of failure is patient related (a possible non-union and high activity level of the patient) but without all the necessary information it cannot be confirmed. If any additional information is provided, the investigation will be reassessed.